Event description:
The surgeon reported that one of his patient's had a broken xia screw at s1 level after nine months. The surgeon further reported that he will arrange a CT scan, but he thinks that a revision surgery can wait as the other side is still upright, there is no sliding, the pt went to another hosp after a fall.

Manufacturer narrative:
Additional info has been requested, and if rec'd, will be supplied on a supplemental.